Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found internal abrasion with exposed conductors in multiple places at 11.9cm to 17.5cm from distal pin and at 27.5cm to 35.6cm from connector pin. External abrasion with exposed re conductors was noted at 11.2cm to 11.9cm from the distal tip consistent with friction to other implanted device. (B)(6) .no complaint was received with return of the device. Failure (event) observed during analysis.